Event description:
It was reported through a journal article that one patient experienced postoperative sciatic nerve palsy on an unknown date. No further intervention has been reported to date. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. G2: wier j, liu kc, piple as, christ ab, longjohn db, oakes da, heckmann nd. Factors associated with failure following proximal femoral replacement for salvage hip surgery for nononcologic indications. J arthroplasty. 2023 may 19:s0883-5403(23)00545-4. Doi: 10.1016/j.arth.2023.05.021. Epub ahead of print. Pmid: 37209911. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01639, 0001825034-2023-01640, 0001825034-2023-01641, 0001825034-2023-01642, 0001825034-2023-01643. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.